Event description:
Boston scientific received information that the implanting physician reported the patient with this device system had deep vein thrombosis throughout the left arm. A local area sales representative was contacted, who confirmed the patient will be treated with medication for this condition.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.